Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported mist during a therapeutic transurethral lithotripsy procedure involving an olympus autoclavable camera head. The procedure was completed with a similar device. There was no patient injury reported.